Event description:
Patient was intubated with a nerveana 7 mm ett for neuro-monitoring during surgery. The neuro-monitoring portion of the ett stopped working. When the patient was extubated at the end of the case, neuro-monitor rep noticed that the red electrode portion of the tube was frayed inside the tube.